Event description:
On 2/15/1999, the pt informed the manufacturer's (MFR.) Rep of the following: the device was implanted on 5/28/1998, at a facility in warren, oh for the administration of chemo. On 2/9/1999, an x-ray showed that the device catheter had severed and a segment of catheter migrated to the pt's heart. On 2/11/1999, the device body and catheter segment were removed at a facility in youngstown, oh (the device body was removed by the implanting surgeon and the catheter segment by another surgeon). The MFR.'s rep asked the pt if the device/catheter was available to be returned to the MFR. For analysis. The pt stated that she has requested return of the device/catheter to her; however, to date she has been unable to obtain possession of the device/catheter. No further details were provided at this time.